Event description:
This lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead revealed severe abrasion marks in the region of the suture sleeve. Furthermore a fracture of the conductor cable to the ring electrode in the distal part of the lead was observed, which can be considered to be the root cause for the observed noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.